Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, heavily tortuous left circumflex coronary artery that is 90% stenosed. During advancement of a 2.00x15mm mini trek rx balloon dilatation catheter, resistance was met with a previously deployed 4.0 mm xience stent which had been deployed without any issue. The mini trek balloon ruptured at 10 atmospheres during the first inflation. A new 2.00x15mm mini trek was used and inflated. A 3.5x33mm xience sierra was attempted to be advanced; however, resistance was felt with the previously implanted 4.0 xience stent. The stent struts of the 3.5x33mm xience sierra were noted to be flared. A guide extension was used and a new 3.5x33mm xience sierra was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the previously implanted xience stent resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.